Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: please see regulatory report #-3004209178-2026-02679 for information regarding tthe analysis of the returned pump ((B)(6)) and catheter ((B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
H3:the pump passed all testing in the laboratory and no anomalies were identified. The catheter was returned and visual inspection identified there was damage to the transition tubing. Analysis also identified a kink in the catheter body. Continuation of d10: product ID 8781 lot# serial# (B)(6). Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 670.15301 mcg/day) and bupivacaine (20 mg at 6.70153 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had confusion, disorientation and memory loss. They did not remember recent hospital visit due to fall. Hydromorphine was decreased to see if there will be improvement in memory and falls. Additional information received from the healthcare provider via a clinical study indicated that additional information indicated that the symptoms were due to an it medication reaction. Additional information received from the healthcare provider via a clinical study indicated that a normal catheter dye study was performed. Additional information received from the healthcare provider via a clinical study indicated that the issue re solved.